Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. The right ventricular lead exhibited episodes of oversensing of noise and low pacing impedance. Noise could be replicated with isometric testing. The device was reprogrammed. The patient was in stable condition.

Event description:
New information received notes that the lead was capped on september 25, 2019. The physician believed the noise and electrical anomalies were attributed to an insulation breach. The patient was stable post-procedure.